Event description:
Customer reportedly received results of 39mg/dl and 69mg/dl within 10 minutes on the inform system. Patient was treated with d25. Controls were run and in range. No adverse event reported. Requested return of suspect device, and replacement was sent.